Event description:
It was reported that during a diagnosis and percutaneous transluminal angioplasty treatment procedure, difficulty removing a catheter occurred. Vascular access was obtained via the left common femoral artery. The target lesion was located in the right superficial femoral artery (sfa). A .035 benson guide wire was placed at the target lesion. A 6.0 x100, 135cm charger balloon catheter was advanced but was unable to track over the bifurcation. The .035 benson guide wire was exchanged for a .035 terumo glidewire guide wire. The charger balloon catheter was advanced over the .035 terumo glidewire guide wire but would not track over the bifurcation. The .035 terumo glidewire guide wire was exchanged for a different .035 non-bsc guide wire. During advancement to the target lesion over a.035 non-bsc guide the charger balloon catheter encountered difficulty. The target lesion was dilated with the charger balloon catheter. During withdrawal, the charger balloon catheter would not pull back into the 7f non-bsc introducer sheath. Attempt was made to withdraw the .035 non-bsc guide wire but the device would not pull back into the charger balloon catheter. As a result, the charger balloon catheter, the 7f non-bsc introducer sheath and the 0.35 non-bsc guide wire were removed together as one unit. After withdrawal, the 7f non-bsc introducer sheath was removed from the charger balloon catheter but the .035 guide wire was unable to pull through the tip of the charger balloon catheter. No further actions were taken as the procedure was completed with the charger balloon catheter. No patient complications were reported and the patient's status is listed as ok.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).